Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 370 mg/dl. Customer states alarm occurred during normal use. Customer states self test was failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected software error or hardware low level failures error noted during testing however, the downloaded history files confirmed software error alarms due to a software error and hardware low level failures error found in the downloaded history files due to broken pin on the keypad assembly.